Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment of no output or sensing on the ventricular channel. The analyzer passed all functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer had a lack of output and no sensing on its ventricular channel. It was further reported that though the analyzer cables were swapped out the issue persisted. The testing and implant were able to be completed by utilizing the atrial channel. The product has been returned to service. No patient complications have been reported as a result of this event.